Event description:
In 2005, while wearing the sound processor, the patient reportedly had no sound percept. External equipment was exchanged. However, the problem was not resolved. Explant surgery has not been scheduled at this time.